Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system triggered a lead safety switch (lss) due to a high out of range right ventricular (rv) pacing impedance measurement of 2141 ohms. Additionally, there were episodes with myopotential noise labeled as vt after lss. Technical services (ts) recommended programming options and to adjust sensitivity. This rv remains in service. No adverse patient effects were reported.